Manufacturer narrative:
It was alleged that the release handle was broken and the siderail would not latch in the upright position. Upon completion of the device evaluation it was identified that the siderail had no issue latching in the upright position.

Event description:
It was alleged that the release handle is broken and the siderail would not latch in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the release handle is broken and the siderail would not latch in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was alleged that the release handle was broken and the siderail would not latch in the upright position. Upon completion of the device evaluation it was identified that the siderail had no issue latching in the upright position.

Event description:
It was alleged that the release handle is broken and the siderail would not latch in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.